Event description:
During the pneumonectomy procedure, the device would not staple and would not cut. Staples not closed on a piece of a dystrophic lung, but not thick. The procedure was completed by manual sutures. The procedure was extended. There was no adverse consequence to the patient.